Manufacturer narrative:
The technician found the ratchet rivets were missing. The technician replaced the ratchet rivets to repair the stretcher.

Event description:
Information received indicates the left siderail will not stay in the upright position.